Event description:
It was reported that the 9800 system displayed a kv error when using the c-arm. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is made available it will be reported as required.